Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual analysis of the device showed damage in the form of a severe kink located at 50.5cm from the tip. Functional analysis was done by completing the setup procedure per the dfu and completing aspiration testing of the device. During the functional testing it was noticed that the device was leaking at the kinked area. Test results showed that this device did not pass test specifications after withdrawing 0ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that there was not clot burden occluding the aspiration lumen; however, the aspiration lumen was severely damaged due the kink that was noticed in the catheter shaft. Further investigation revealed the leak from the aspiration lumen caused the suction to decrease and aspiration to stop. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device was leaking and was not aspirating properly. A 2.1mm jetstream catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, it was noted that the catheter did not have good saline return in the waste bag tubing. There was a leak about 4cm from the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications.